Manufacturer narrative:
We checked the returned unit and confirmed that the ccd signal wire ruptured. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd signal wire. In addition, we confirmed that the lg cable connector fluid damage, the light guide fiber bundle (lcb) broken, the light guide cable buckled, the remote control body case leakage, and the brand plate worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).